Event description:
A ureteroscope was being used to view the pt's ureter. When the scope was withdrawn from the lumen of the ureter, some ureteral tissue remained on the tip of the scope. The event may result in damage and loss of the kidney.